Manufacturer narrative:
Device evalauted by MFR.: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded and there was blood in the inflation lumen. The tip, balloon, markerbands and inner/outer shaft of the returned device were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material that was 5cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a vessel below the knee. A 3.0mm x 100mm x 150cm sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 4 atmospheres, the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a vessel below the knee. A 3.0mm x 100mm x 150cm sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 4 atmospheres, the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.